Event description:
It was reported that the patient had had a lot of problems with ¿their pump¿. They stated the first pump the patient had the catheter was fractured, and the entire system was replaced "last year".

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a pump for over 2 years and had mixed results. It was stated that the patient had 2 surgeries since having the pump and catheter replaced. The pump reportedly made a big difference when it worked, but the patient had more problems with it than it was worth. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.